Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26194,1627487-2015-26195. Previously one of the patient¿s two scs leads was replaced with a new one. Since we are unable to determine which lead was replaced, therefor we are reporting on all scs leads. It was reported the patient is experiencing stimulation changes when he moves. An x-ray was taken and noted a possible lead fracture at the anchor sites of both scs leads. Surgical intervention may be pending to address this issue

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26194,1627487-2015-26195 follow up information identified the patient underwent surgical intervention to disconnect two model 3146 leads and extension from the ipg. In addition, one model 3186 lead was implanted at t10-t11 and connected to the ipg. The remaining leads remain connected to the ipg. The patient is reportedly receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.